Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information to b5, b7 and h6. B5: upon follow up, it was reported that the patient experienced peritonitis and was treated with unspecified antibiotics (intraperitoneal, doses and frequencies were not reported) for peritonitis. Pd therapy was ongoing during treatment and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.